Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer¿s blood glucose (bg) level was 500 mg/dl a manual injection was administered to address elevated bg. Reportedly, customer reverted to an alternate method of insulin therapy.